Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming air in line. The patient was instructed to acknowledge the alarm and restart the pump, but the alarm persisted. The patient then tapped on the cassette and restarted the pump, but the alarm continued. Per reporter, since the silver clamp bar was locked, no further troubleshooting was attempted. The patient was redirected to the clinic. The volume was 11.5 ml. No patient harm/adverse event was reported.